Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an "error 9" message with the adc device. The caregiver reported that paramedics were called, and a healthcare meter result of 2.6 mmol/l was obtained. The customer provided unspecified oral treatment for hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported an "error 9" message with the adc device. The caregiver reported that paramedics were called, and a healthcare meter result of 2.6 mmol/l was obtained. The customer provided unspecified oral treatment for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Dhrs for the libre meter were reviewed and the dhrs showed the libre meter passed all tests prior to release. The reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damaged usb port was observed. The damaged usb port prevented the customer from charging the reader which led to the reader not turning on. The reader was de-cased and placed into the reader test fixture to download log. The issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.